Event description:
Inamed lap band, caused esophageal motility problems, esophageal spasms, acid reflux, periodic gastritis, and an inability to consume food. Dates of use: 2006 - 2008. Diagnosis or reason for use: morbid obesity. Event abated after use stopped or dose reduced? Yes.